Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a damaged power switch. The unit cannot be powered on and will require a replacement switch. Additionally, there was minor cosmetic damage and a non-olympus brand lamp. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for a colonoscopy, the power button broke off on the evis exera iii xenon light source. The procedure was completed with the same device by avoiding the power switch to stay on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the damaged/broken power switch could not be identified. However, it¿s likely the cause is related to an operating force that was applied to the power switch. And the basis, that the number of times the switch was pressed exceeded the original assumption. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.